Event description:
It was reported that during a da vinci-assisted prostatectomy-simple surgical procedure, the system had reverse motion with the endoscope on usm 3 (when turned to the right, the camera turned to the left). Prior to calling technical support, the customer replaced the endoscope and drape, and the issue was resolved. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed live logs and observed multiple 22020 errors pointing to universal surgical manipulator (usm3). The tse suggested the customer to check roll bearing for abnormal noise or resistance. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information on 24-august-2022: the issue occurred during procedure. The endoscope oriented in the opposite direction when manipulated. The endoscope was inspected prior to use and had no damage. There were no fragments fell into the patient. The procedure was completed with a backup endoscope with no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the endoscope involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed multiple 22020 errors pointing to usm3 related to the reported complaint. A review of the instrument logs for the endoscope (part number 470056-08/lot number 10092163) associated with this event has been performed. Per the review, the endoscope was last used in a procedure on (B)(6) 2022 on system sk3625. The alleged instrument had 1957 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the endoscope moved in reverse motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Analysis information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the 0-degree endoscope plus involved with this complaint and completed the evaluation. Failure analysis (fa) confirmed and replicated the reported complaint. Fa found the endoscope to have a 0-degree endoscope plus adapter damaged (aea) or friction issue.